Manufacturer narrative:
One sample and four photos were received for evaluation. The sample was received in used condition and visual inspection found no damage or other defects. Functional testing found no leaks. The reported issue was not confirmed. No lot number was provided; therefore, a history record review could not be conducted.e1 ¿ initial reporter country.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was leakage of the administered drug. Checked for medication leaking on the top of the infusion pump. There was a possibility that the spike pierced somewhere. It could not be pulled up because it contained morphine. The pca was pressed every 4 hours by the nurse, and when the drug was changed, the remaining 22 ml was scheduled to be 7 ml, when the nurse noticed a chemical leak. This occurred during infusion, and no patient harm/adverse event reported.